Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device was explanted due to dislodgement. Patient has one arm so new lead was moved from right to left side. Should additional information become available, this report will be updated.